Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized due to low blood glucose. Customer's blood glucose at the time of admission was 15 mg/dl. Customer was not in a vehicular accident. Customer stated she was out of supplies and decided to self medicate with manual injection and over delivered insulin. No further information reported.